Manufacturer narrative:
Additional info: updated product problem.

Event description:
During evaluation, the repair bench found that the capacitor test was below specification. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is down. There was no patient involvement.